Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on 04/22/2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. It was reported that user under 12 years old was using t:slim system. At the time of contact, no injury or medical intervention was reported. The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of inaccuracies cannot be confirmed. It was reported that user under 12 years old was using t:slim system. It should be noted that the t:slim g4 insulin pump system information guide states: dexcom sensors are only approved to be worn on the abdomen for adults (ages 18 +). For children (ages 12-17) both sites on the abdomen and the upper buttocks are approved. We cannot recommend inserting in any other locations. However, a root cause for the reported inaccuracy cannot be determined.